Event description:
During an atherectomy performed last week, the end of the balkin sheath, being used broke off as the physician was pulling it out. The pt was rushed to the or and the tip was successfully removed by a vascular surgeon.

Manufacturer narrative:
Event is still under investigation.